Manufacturer narrative:
(B)(4). Results: lack of information (cause of event is unknown). Conclusion: lack of information (cause of event is unknown).

Event description:
An archer guidewire was used as accessory products in a patient during the endovascular treatment of an aortic aneurysm approximately three weeks ago. It was reported that after removing the guidewire from the patient a nurse noticed while during rolling it up that the ptfe coating separated from the steel core of the wire. This was noted with one of two wires that were used in the patient. There was no injury to the patient. No further information is available.

Manufacturer narrative:
Due to the manufacturing related issue, affected product recalled under z-1017-2013.